Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the clamp has seized. Not able to move the clamp face with the adjustment screw. The threads appear to be worn, but not able to remove the clamp face to confirm. The reported event was confirmed to be caused by physical damage to the screw threads. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for long percutaneous clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's damaged long percutaneous clamp, screw threads were stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.